Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no alarm or increased intraperitoneal volume events that could have caused or contributed to the reported event. The device passed returned instrument testing evaluation (rite) electrical and functional testing. This evaluation includes functional and electrical testing on the device. An external/internal inspection was performed and passed. The results of the sample analysis did not reveal any product issues that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be a heart attack. The patient was not hospitalized prior to death. Pd therapy was ongoing until the time of death however the patient was not connected to the hc device at the time of death. An autopsy was not performed. No additional information is available.